Event description:
Per the audiologist, the patient experienced a wound dehiscence and fluid discharge at the incision site. The patient underwent a revision of the wound on (B)(6) 2021. The implanted device remains.